Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a failure to deliver defibrillation therapy. Therapy was terminated before the arrhythmia episode fully resolved, and the patient reported dizziness. Programming changes were recommended but not yet completed. The patient was stable.

Manufacturer narrative:
Correction: h6 previously reported as 'no health consequences' or impact and 'failure to deliver shock' now updated to "serious injury" and "failure to convert rhythm".